Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-12219. It was reported the pt is not getting the relief he expected and wants the sys explanted. Follow-up determined the physician explanted the ipg and lead.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.